Event description:
It was reported to covidien on 04/23/2009 that a customer had an issue with a dialysis catheter. Customer states that pieces of the adaptors are breaking into tiny pieces when the caps are removed. Customer also states, this catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.